Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 350 mg/dl. Customer experienced symptoms such as thirsty and sweaty. The customer current blood glucose level was 507 mg/dl. The customer was treated with intravenous insulin drip and hydrate him because he sweats massively. The customer stated that they did not used auto mode featured at the time of event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that cannula was bent. The insulin pump will not be returned for analysis.